Event description:
Pt developed minor burn-blister from bedwarmer nozzle. Biomed evaluation: device does not have an over temp cut-off mechanism. No previous history of device failure. Bedwarmer removed from svc not to be used.